Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. 29 lots were found to have been delivered in this time period. Out of 29 lot numbers, five lots had one to multiple complaints reported against them. A production records review was performed on the reported lots. There was one approved temporary deviation notice (dn) noted on 20 lots, and two lots had an a non-conformance. They are unrelated to the reported complaint event. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred after the initiation of the patient¿s hemodialysis (hd) treatment. Upon follow up, biomed stated that the dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation. Additional information was requested, however it was not available.